Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-07700. It was reported the patient was not receiving effective stimulation from the drg system. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein a left l4 drg lead was added to cover more of the patient's painful area. During the procedure, the physician also decided the explant and replaced the l5 and s1 leads with new ones. The physician felt the leads may not be in a good location. The patient is receiving effective therapy postoperatively.

Event description:
Related manufacturer reference #: 1627487-2019-07700.